Event description:
Baxter received a report from a pharmacy manager involving an automix 3+3 compounder. According to the facility, the device had the umb (umbilical) cable removed when attempting to move the device from the old pharmacy to the new pharmacy. The unit is being swapped. There was no patient involvement and therefore no medical intervention or adverse event. No further information was available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "the device had the umb cable removed when attempting to move the device from the old pharmacy to the new pharmacy" was confirmed during visual inspection. The umbilical cable was replaced to correct the reported condition.